Manufacturer narrative:
(B)(4) date sent: 10/25/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure; on third firing a gst60b load was fired and "unloaded" from the stapler. When attempting to re-load the stapler, the cst discovered that the colored part of the reload and the metal part/sled separated and the metal half was stuck in the cartridge half of the psee60a stapler. Once the metal piece of the gst60b reload was removed, the same psee60a stapler was loaded and fired for the remaining firings without issue. No patient complications or concerns with the staple line were reported. There was a delay of five minutes.